Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient monitor sure signs vsi - nbp/spo2 has an audio problem. The device was in use on a patient. There was no report of any adverse event to patient or user.